Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. This occurred 4 times. A replacement unit was used to compete the procedure. The hosp did not report any pt effects . Only 2 out of the 4 units are returning. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Base upon the rec'd condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).